Event description:
It was reported a patient's atrial lead presented with dislodgement, confirmed via x-ray. The lead was repositioned in a procedure on (B)(6) 2023. Post-procedure the patient was stable.